Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed at 10:49 am. There were no erratic basal rate adjustments. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45 mg/dl; cause was unknown. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.